Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a virus and vomiting. Customer experienced diabetic ketoacidosis. She was treated with intravenous insulin.